Event description:
Patient had right index tha in (B)(6) 2020. Patient presents with pain and possible pji. Undergoes revision on (B)(6) 2021. Only head and liner are exchanged.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 6570-0-436; delta v-40 ceramic head 36/-2,5; lot# 79068801. Cat# 702-04-50d; tridentii tritanium cluster50d; lot# 76947301a. Cat# 6721-0535; size 5 accolade ii 127 deg; lot# 77019401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.